Event description:
Patient later reported that she has a vns that was placed in 2000 and since then her voice has slowly been becoming silent. She said that she went to an ent for an ear ache and they did a scope of the nose and throat and the ent said that one of her vocal cords wasn't working at all and she has vocal cord paralysis. The patient didn't believe ear pain was related to vns. She said that when people hear her speak they ask her to speak up and that she has a squeezing feeling in her lower neck. She states that this feeling gets worse when she runs and then she is not able to breathe. She also said that her throat also feels tight when she's walking fast and breathing heavily.

Event description:
The patient reported that they had difficulty breathing and a choking sensation since being implanted. It was reported that an ear nose and throat physician had seen the patient for difficulty breathing, and clinic notes were received. Per the report, the patient's left vocal cord has decreased mobility, and in the beginning of the exam was not mobile but with more effort became mobile. The patient was diagnosed with chronic laryngitis and laryngeal edema with left vocal cord weakness, which was consistent with reflux and vns. The patient was prescribed medication for their acid reflux. The patient reported that they do not feel like the new acid reflux medication was helping. The patient¿s neurologist had referred them to a pulmonologist to rule out any diagnoses unrelated to vns therapy. The neurologist said the patient has a history of asthma as well. The neurologist stated she believes the patient¿s hoarseness is related to the vocal cord paresis, but she is unsure that the difficulty breathing with increased activity is a result of the vocal cord paresis. Programming history was reviewed for the patient. No anomalies were seen, and the device was functioning as intended throughout its history. No additional or relevant information has been received to date.